Manufacturer narrative:
The portal was returned with a 9.5 inch length of catheter attached. Examination of the catheter found two occlusions, one 4.5 inches from the portal, the other 2 inches from the portal. Two slits were observed on the catheter, both located proximal to the occlusions. The occlusive material is brownish/red in color and is visually consistent with that of dried blood. The slits are both visually consistent with that of a catheter having been pressurized beyound its material limits.

Event description:
Explanted due to occlusion.